Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 624 mg/dl at time of incident and current blood glucose level was 163 mg/dl. The customer declined to troubleshooting for high blood glucose because customer feel okay. Customer states they took a bolus and changed a battery that day twice and still had an issue with the insulin pump. The insulin pump will not be returned for analysis.